Manufacturer narrative:
Investigation: two photos were received and evaluated. One photo depicted a side by side comparison of a bd safetyglide 25g x 1in needle and a safety magellan 25g x 1in needle. A slight bend of the cannula during activation of safetyglide was observed in the photo. The cannula was still securely inside the safety shield. No defects were observed in the photo. One photo depicted a loose 25g safetyglide needle on a counter surface. The needle had its safety shield fully extended with the cannula outside the shield. The cannula was observed to have approximately 45 degree bend at its base where it meets the hub. The cannula was further observed to have a very slight bow in the opposite direction. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The photo that shows slight bend during early activation of safetyglide needle fails to depict the mid and late stage activation. Once the safety shield activation is completed the needle¿s cannula reverts to being straight with its cannula tip securely protected by the safety shield. The cannula¿s slight bend is a normal temporary flex of metal material. Current production samples of 25g x 1 product were tested for safety shield activation with no defects observed. Special attention was paid to any cannula bending or deforming during the process. The reported defect in the photo was reproduced by intentional manipulation of the cannula outside its intended use. Potential root cause for the bent needle is likely associated with end user error and/or product manipulation outside the product¿s intended use. To achieve the 45 degree bend observed in one of the photos a force must be exerted on the cannula near the base after full activation is achieved, for example by continuing to press with a thumb on the safety shield after activation. For the safety shield to come off the cannula¿s tip, it must be pulled on in the direction opposite of the bend, most likely by the tip ¿ as reproduced during in-house testing. However, this type of manipulation is outside of the product¿s intended use. The reported defect was not identified in the samples received.

Event description:
It has been reported that the needle sftygld 25x1 rb has been found experiencing four occurrences of safety mechanism failure during use. The following has been provided by the initial reporter: material no. 305916 batch no. Unknown it was reported that the needle bends while activating the safety shield this bending then renders the safety shield ineffective resulting in needle sticks. Situation: we have hade a few needle sticks from the use of 93018307 needle 25gax1 safety glide 305916 we have had situations where the needle bends while activating the safety shield this bending then renders the safety shield ineffective resulting in needle sticks. Assessment: there is a possible weakness in the bd product. We have noticed that the bd safety glide adds about ½ of an inch to the length of the needle this leverage against a 25g needle results in the needle bending. We checked the bd safety glide literature and the correct technique is being followed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 93018307 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the needle sftygld 25x1 rb has been found experiencing four occurrences of safety mechanism failure during use. The following has been provided by the initial reporter: material no. 305916, batch no. Unknown. It was reported that the needle bends while activating the safety shield this bending then renders the safety shield ineffective resulting in needle sticks. Situation: we have hade a few needle sticks from the use of 93018307 needle 25gax1 safety glide 305916. We have had situations where the needle bends while activating the safety shield this bending then renders the safety shield ineffective resulting in needle sticks. Assessment: there is a possible weakness in the bd product. We have noticed that the bd safety glide adds about ½ of an inch to the length of the needle this leverage against a 25g needle results in the needle bending. We checked the bd safety glide literature and the correct technique is being followed.